Event description:
Additionale information stated the patient saw ¿a circle with an upside down quotation mark¿ in the left corner and ¿a couple of dots, question mark, a couple of dots.¿ it was further described that the poor communication screen was seen on the programmer and recharger. It was stated the patient saw ¿a plus in the middle of two symbols¿ on the recharger. It was noted the implant was ¿so low¿ that it needed to be charged. Patient outcome was not provided.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported, the patient did not feel stimulation and the patient's programmer and recharger were not connecting with the implantable neurostimulator (ins). It was also reported, the patient had not recharged his device for two weeks and it was stated, the patient had never charged his device since implant. It was reported, an ins overdischarge was suspected, the antenna locate feature was attempted, and the caller was redirected to the patient's healthcare provider. It was also reported, the patient was scheduled to meet with a healthcare provider on (B)(6) 2013 and was also scheduled to have his ins repositioned on (B)(6) 2013 because he "did not like" having the ins in his back. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).